Event description:
Subsequent to the previously submitted medwatch, it was learned that the patient, who also had pre-existing respiratory failure, was made a do not resuscitate status prior to the carotid stenting procedure. The patient did not recover from the stroke event and was discharged to hospice per the family's request. The patient expired on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that an rx acculink was implanted in the left internal carotid artery. Post-procedure, the patient experienced right upper extremity weakness. The physician noted occlusion of a left carotid side branch, and thrombolytic therapy with tissue plasminogen activator (tpa) was given. The tpa was unsuccessful and a non-abbott device was used in a partially successful attempt to aspirate the thrombus. The patient was diagnosed with a stroke despite efforts to prevent it. Intubation was required. The physician felt an embolic thrombus to the more distal cerebral arteries occurred after emboshield removal. The possible source of the embolus was suggested by the physician to be the heavily atherosclerotic aortic arch. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and a potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident, embolism and thrombosis are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.